Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the battery was at a normal end of life state. Final device analysis of the lead revealed the following: there were no significant anomalies found. The body of the lead was found segmented. Final device analysis of the extension revealed the following: there were no significant anomalies found. The body of the extension was found segmented. Final device analysis of the plug/cap revealed the following: there were no anomalies found.

Event description:
It was reported the implantable neurostimulator was explanted. In addition, the corresponding lead and extension were also explanted. It was stated the patient's pain had moved to the mid-back. It was unknown if there was normal battery depletion. An infection was noted and the patient was under the care of an infectious disease specialist. No culture was taken to confirm infection. No patient injury was reported.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2013-(B)(6), product type extension product ID 7435, serial# (B)(4), product type programmer, patient product ID 3587a, lot# lb3162, implanted: 2003-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3550-09, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.